Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient did receive an urgent low alarm on the g5 mobile application. The patient stated they received a low alarm on the g5 mobile application in this the continuous glucose monitor (cgm) was displaying levels below 55 mg/dl. The patient stated they stood up and felt that their legs were shaky, and they felt weak so they took a blood glucose reading and the meter was displaying a reading of 47 mg/dl. The patient stated they did not receive an urgent low alarm on the cgm at the time. The patient drank 150ml of (B)(4) and felt better. Additionally, at the time of contact, the patient indicated that they may be acknowledged the urgent low alarm without realizing it but was unsure. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.